Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2020-49105. It was reported that the patient experienced lead migration, and it was confirmed with x-ray. During procedure on (B)(6) 2020 the other lead migrated. Physician explanted and replaced both leads, and therapy was restored.